Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected insulin flow blocked alarm. Blood glucose value was 499 mg/dl at the time of the incident. No troubleshooting was performed for the high blood glucose reading or the insulin flow blocked alarm. Nothing will be replaced or returned.